Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error or reported problem recorded in event history log. The customers reported problem was not duplicated during visual inspection and functional test. System failure was not detected during power up and functional test. No fault found. No corrective actions were taken. The root cause of reported was unknown product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously, corrected data: correction: d4: model number: 2120.